Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they freed the collimator at the drive motor by relocating worm gear lubrication. The completed a system checkout and the system was functioning as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was receiving a y collimator error and was stuck in initialization. No patient was present at the time of the event.